Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a loss of connection. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.